Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys, serial #: (B)(4). Other relevant device(s) are: brand name: micra, model #:mc1vr01-delsys / expiration date: 28-feb-2020 / (B)(4). Device evaluated by MFR: no. Dev rtn to MFR? No. Mfg date: 11-sep-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was placed but had high thresholds. An attempt was made to recapture the ipg with the delivery system; however, the ipg was not seating well with the capture cone and the ipg could not be recaptured. It was suggested to push the delivery system in the right ventricle and make the system prolapse. Then, the angle between capture cone and the ipg was better, but still could not be fully seated. After trying to manipulate for approximately 20 minutes, the ipg still could not be recaptured. The ipg was turned off and remains implanted. A new leadless ipg was implanted. No patient complications have been reported as a result of this event.